Event description:
Patient was placed on heparin for nstemi (non-st-elevation myocardial infarction). Pump was programmed appropriate (guardrails used) and verified by two nurse method per policy. Was to infuse at 1000 units/hr (20 ml). The patient received the entire bag in less than two hours (was supposed to run over 22.5 hours). Patient received reversal agent and sent to ICU as a precaution. No harm to patient. Ptt (partial thromboplastin time) after event >200. FDA safety report ID# (B)(4).